Manufacturer narrative:
The unit was received with the lock having rotational and lateral movement; it was also loose and a residue buildup was present. The unit needs new components added to replace worn internal parts; general maintenance and cleaning required. The device was manufactured in 2011 and exceeds its expected life of 7 years. The reported complaint was confirmed from the evaluation of item. The complaint was likely caused by wear and tear over / improper handling. The definite root cause could not be reliably determined. Device identifier: (B)(4). Linked to mfg report no: 3004608878-2019-01001.

Event description:
This is 1 of 2 reports. A customer reported that the lock of a1059 mayfield modified skull clamp was too tight. There was no patient involvement. The device was checked before case set up. Additional information has been requested but no other clinical information has been provided.